Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found errors u-02 pointing to the erbe and replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the customer reported complaint was confirmed and replicated. The issue could be confirmed as having occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The unit was placed on a system and the unit displayed error u-02 on start up, and the screen was not displaying settings. The unit will be returned to the original equipment manufacturer for additional analysis. The probable root cause could be attributed a system checkmaster failure on the generator.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported an u-02 error appeared on the erbe integrated electrosurgical unit (iesu). Despite multiple attempts to power cycle the erbe, the error persisted. The site planned to use a covidien esu and position the pedals on the floor next to the system pedals. The site did not have the covidien activation cable to connect a covidien to the system. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site successfully used laparoscopic cautery to complete the case. The procedure was partially converted to laparoscopic surgery because the cautery was not working. The laparoscopic bovie was used to remove the remainder of the gallbladder. No additional ports were needed for the traditional laparoscopic approach and the patient tolerated the change in procedure.